Event description:
During the coronary bypass procedure, two heartsting seals did not deploy out of the delivery tubes into the aorta. A replacement was used to complete the procedure. No patient complications were reported by the hospital.